Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Initial testing was performed using an unknown brand of rapid antigen test on (B)(6) 2023 which produced a negative result. No pcr was reported to have been performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218754 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 218754, test base part number 195-430h/ lot: 214556. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218754 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use, device discarded.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Initial testing was performed using an unknown brand of rapid antigen test on (B)(6) 2023 which produced a negative result. No pcr was reported to have been performed. No additional patient information, including treatment and outcome, was provided.